Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's implantable neurostimulator (ins) site was uncomfortable as the patient had lost weight since the device was implanted. Surgical intervention was undertaken and the device was explanted and replaced with a different model.